Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced due to inappropriate shocks. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).